Manufacturer narrative:
A siemens customer service engineer (cse) was at the customer site. After evaluation of the instrument and instrument data, the cse checked the probes and ran a quick check, which passed. The cse ran precision testing, which resulted as expected. The cse discovered that there were errors during the patient run, and noticed that during the run and afterwards, there was a clot on the aliquot probe. The cse cleaned the aliquot probe and wells. The cause of the discordant, falsely low magnesium result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low magnesium result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate dimension vista instrument, resulting higher. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low magnesium result.